Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. The label on the video connector was peeled. In addition to the adhesive part of the objective lens being found peeled off, other evaluation findings are as follows: the adhesive on the bending section cover was chipped; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the image had roughness due to damage on the charged coupled device; and the video connector was cracked. Lastly, there were scratches on the following parts: the bending section cover, the video connector, the video connector case, the light guide connector, the light guide cover glass, the right/left lever, the angulation lever, the right/left plate, the upward/downward plate, the grip, the control unit, and switch#1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, the adhesive part of the objective lens most likely peeled off due to stress as a result of external factors, or handling of the device. However, the root cause of the events could not be determined. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 preparation and inspection of the endoscope¿ as described below: [inspection of the endoscope] inspect the surface of the insertion section for cracks, dents, bulges, or other irregularities. 4 inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5 carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7 inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the label was peeling off the flex deflectable videoscope. There was no report of patient harm. The device was returned, evaluated, and it was found that the adhesive part of the objective lens was peeled off. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.